Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had broken force sensor was detected during seating or regular delivery as well as critical pump error as well as frozen display. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer reports they were unable to clear the alarm. Customer reports there was not response from any button. Customer reports the time clock did not advance. Customer was not calling back after installing a new battery, monitoring the insulin pump for two hours and frozen display recurred. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm and unable to download, problem isolated to the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify a broken force sensor was detected during seating or regular delivery alarm, frozen display, and unresponsive buttons due to critical pump error (open book image) alarm.